Manufacturer narrative:
Upon review of the DHR, the lot met all acceptance criteria at the time of release. The final investigation is pending sample return and evaluation.

Event description:
Consumer reported upon removal the string broke off of a tampon leaving the pledget inside her vaginal cavity. She was able to manually remove the pledget and did not seek medical attention. She did not experience any adverse health effects.

Manufacturer narrative:
H10 device evaluation: a visual inspection of 24 companion samples did not observe any product defects or abnormalities.